Manufacturer narrative:
Chapter d4 and h4 have been updated related to the lot number information, that was now available.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 1.6 mmol/l and 26 mmol/l.